Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced an infection which was potentially peritonitis. The pt was hospitalized for the event. It was unknown if the infection was actually peritonitis, however, the pt was receiving unspecified treatment as if it was. At the time of this report, the pt was recovering from the event. Additional information was requested, however, is not available.